Event description:
A pedicle screw system was implanted into the patient in 2006 for spinal fixation. A disengaged locking nut was observed in a post operative x-ray examination in 2008. The pedicle screw system was explanted five days later, and replaced with another manufacturer's device. No other complications or adverse events were reported.